Event description:
Default of the urethral incision to heal properly led to vaginal exposure of the prothesis at the site of the scar. This required surgery to repair the scar, performed on an outpatient basis, with partial removal of the sling in some cases.

Manufacturer narrative:
The investigation is ongoing and the results will be reported when available. The internal complaint's number is (B)(4).